Event description:
Device 1 of 2 reference MFR. Report# 1627487-2015-20348 it was reported the patient experienced intermittent and uncomfortable stimulation. System diagnostics revealed high impedances on the leads. A sjm representative was able to restore effective stimulation through reprogramming. However, the physician suggested revising the leads due to the high impedances. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2015-20348. Further follow up identified the leads were explanted and replaced which resolved the issue. The stimulation was restored postoperatively.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.